Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that they received a failed battery test, and weak battery notification. The customer's blood glucose was 156 mg/dl. The customer changed the battery and is currently using the aaa (B)(4). The customer will be receiving a new battery cap just in case it may be causing the issue. The customer will be monitoring insulin pump. No further information was reported.